Event description:
Boston scientific (bsc) crm received info that this right ventricular dextrus lead had dislodged. Therefore, a revision procedure was performed and the lead was successfully repositioned. The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional details are received.